Event description:
The reporter stated that the down arrow keypad button was sticking and required several button presses on the keypad to get a response. The reporter also indicated that the down arrow button did not have normal spring back and became progressively worse a month ago. The reporter also indicated that the patient did not clean the pump and that she wore the pump in a pouch attached to her belt.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no physical damage was found to the keypad. The down arrow button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim. The issue is obvious and detectable to the user and should alert the user to discontinue use of the product.